Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a check vent: auto zero failure for the proximal pressure alarm. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. The bench service engineer (bse) evaluated the device at a bench service center and confirmed the reported issue. The bse determined that the data acquisition (da) printed circuit board assembly (pcba) and 3rd and 4th solenoids needed to be replaced. This investigation is ongoing.

Manufacturer narrative:
The bse replaced the da pcba and the four solenoids to resolve the proximal pressure autozero failure alarm. Following the replacement of the parts the bse completed a performance verification test (pvt) which the device passed. The device was restored to factory settings, was confirmed to be fully functional, and was returned to the customer ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The replaced data acquisition (da) printed circuit board assembly (pcba) was returned to the philips product investigation lab (pil) for evaluation by a pil technician (pil tech). The pil tech installed the da pcba into the pil test ventilator and found that the pressure accuracy test failed, and immediately at startup a check vent: proximal pressure sensor auto zero failed alarm and a check vent: proximal pressure sensor range error alarm occurred. This confirmed the customer initial allegation of a autozero failure. The cause for the pressure accuracy issue was determined to be an out of specification proximal pressure sensor on the da pcba. The four replaced solenoids were also returned to the pil for evaluation by the pil tech. The solenoids were installed into a pil test ventilator. The pil tech verified that no alarms or faults were generated by the test ventilator with the returned solenoids installed. The pil concluded that no fault was found with the three of the solenoids in relation to the customers alleged autozero failure. The fourth solenoid was found to have physical damage, so the pil tech determined no further investigation could be performed on that solenoid. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.